Event description:
A hospital in (B)(6) reported via our distributor that water leaked from an mr210 adult humidification chamber when water was supplied to the chamber. This was found before use on a patient.

Manufacturer narrative:
(B)(4). Method: the complaint mr210 humidification chamber was returned to fisher & paykel healthcare (B)(4) and was visually inspected for cracks. Results: the visual inspection revealed that the chamber had a small stress crack along the base of the dome. A lot check revealed no other complaints for lot number 110221. Conclusion: based on the location of the crack, it is likely that stress in the moulded dome caused the dome to crack during the base rolling process and the crack was not noticed by the operator during the visual inspection before packing. It is likely that the crack developed in size due to transport and storage. Every mr210 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. As part of our ongoing product improvement initiatives, the nozzle of the moulder was replaced in (B)(6) 2011 to reduce the stress in the moulded mr210 dome. The complaint chamber was manufactured prior to this upgrade.